Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated potassium results on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the pipettor, reagent r1 assembly, part number c-35016493-02, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated potassium results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 3.5-5.3 mmol/l): sample ID (B)(6) initial result was 9.8, repeat result was 4.54 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 3.5-5.3 mmol/l): sample ID (B)(6) initial result was 9.8, repeat result was 4.54 mmol/l. There was no impact to patient management reported.